Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance. The shock impedance reached a high out of range shock impedance. The physician reprogrammed the device. The lead remains in use. No adverse patient effects were reported.